Event description:
(B)(4). The provider states the hanger pins have snapped off of the left side of the chair. The provider didn't remain on the line for information gathering. No additional information is available (B)(4).